Manufacturer narrative:
Other, other text: b3: date of event unknown one infusion pump was received for evaluation. Visual inspection found battery door cracked. Event history log shows "invalid syringe size". Methods used were checked calibration and occlusion test procedures. The reported issue was not duplicated. The cause of the problem is not able to be determined. Repairs done cleaned excessive hair from the barrel seal and replaced warn barrel clamp spring as a preventative measure. Performed all functional testing which passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibits incorrect syringe size in the display despite correct information being input.